Manufacturer narrative:
The device was not returned for evaluation. Complaints will continue to be monitored for any trends. If additional information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a poster article, "venclose versus closurefast: comparative analysis of efficacy, short-term outcomes, and procedure time", that on post-procedure duplex, a patient had thrombus 1 mm away from the sfj on post-procedure duplex, but patent superficial epigastric vein (kabnick class 1 and lawrence level I ehit). The patient was treated with therapeutic eliquis and repeat duplex 3 weeks later showed resolution of ehit with thrombus 1.80 cm away from the sfj. The ehit was stated as "clinically insignificant".